Event description:
He tested at 78mg/dl on the device and retested immediately with a result of 196mg/dl and 159mg/dl. No adverse event reported. No treatment received. No quality control were used. Requested return of suspect device and replacement was sent.